Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve but while grasping the valve, one of the grippers became inoperable and the clip was removed. A second clip was advanced to the valve. Despite several grasping attempts, the valve was unable to be grasped and the clip was removed. The procedure was aborted with mr remaining 4. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Returned device analysis confirmed the inability to actuate a single gripper. Based on all available information, the observed gripper actuation issue is due to an observed broken gripper line. The investigation determined the noted broken gripper line appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.